Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.2, lab: 20.3 date: (B)(6) 2010, inratio: 3.5, lab: 11, different poc meter: 11. Six hours between tests on (B)(6) 2010. No sign of bleeding and minimal bruising. Tried a correlation with another pt and it matched perfectly with the lab: inratio inr = 1.5, lab inr = 1.5.

Manufacturer narrative:
Investigation pending.